Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 3 devices: fracture problem / part/component/sub-assembly term not applicable 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition: 3 devices: product not received. 1 device: product disposition is not yet determined, additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 4 events for the failure: fracture. 4 events had no health consequences or impact.